Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking during set up. This occurred during filling and the drug was coming back from the fill port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: 10/02/2015-10/05/2015. Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not reveal any issues related to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.